Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a broken lead cap. During the procedure, the physician capped both leads to prepare the pocket and tunnelization. When the physician tried to disconnect the caps from the proximal end of the leads it was reported he had difficulties taking off one of the caps. It was noted the physician unscrewed the setscrew and found one of the leads was slightly bent. There was no difficulty with the other lead but it was reported it was unknown which of the two leads was damaged. No impedance tests were performed and it was unknown if there were impedance issues on the affected lead. It was reported the procedure was successfully completed and there were no patient symptoms or injuries related to this event. The patient's status was reported as alive with no injury or adverse event.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0206758734, implanted: (B)(6) 2013. Product type: lead: product ID 3389-28, lot# 0206758733, implanted: (B)(6) 2013. Product type: lead. (B)(4). (B)(6). Potential lead damage associated with the dbs lead cap.